Event description:
A ¿turning off by itself¿ issue was reported with the freestyle libre reader. The customer reported the reader turns off by itself and was incapable of obtaining glucose reading and as a result, experienced a loss of consciousness. The call ended before obtaining further information and attempts to gather additional information have been unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section d4 (serial number) was updated from (B)(6) to unk as the serial number was deemed invalid during extended investigation. No product has been returned and the provided reader serial number was deemed invalid. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was completed for the reported complaint and fs libre reader, and there were no adverse trends that indicate any potential product related issues.  If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A ¿turning off by itself¿ issue was reported with the freestyle libre reader. The customer reported the reader turns off by itself and was incapable of obtaining glucose reading and as a result, experienced a loss of consciousness. The call ended before obtaining further information and attempts to gather additional information have been unsuccessful. There was no report of death or permanent injury associated with this event.